Event description:
The patient contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate readings on their one touch verio meter. The patient obtained an 8.1 mmol/l on their lfs meter and less than 30 minutes later compared it to another meter and obtained a 6.1 mmol/l. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The technique of applying blood on the test strip was correct. The test strips were not expired and was in good condition. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms. The complaint is being reported since the difference between the two readings are greater than 30% or 30 mg/dl.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.